Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent speculum exam under anesthesia, cystoscopy with hydrodilatation of bladder, bladder biopsy x2 with fulguration, dilation of urethral stricture, and bilateral retrograde pyelograms on (B)(6) 2008 due to microscopic hematuria, voiding dysfunction, and urethral stricture. It was also reported that the patient underwent cystoscopy and transvaginal urethrolysis on (B)(6) 2009 due to bladder outlet obstruction. It was further reported that the patient underwent: cystoscopy with calibration and dilatation of urethral stricture, hydrodistention of the bladder, bladder biopsy times 3 with fulguration, and examination under anesthesia on (B)(6) 2010 due to voiding dysfunction, interstitial cystitis, bladder lesions and urethral stricture; cystoscopy, hydrodistention of the bladder, and bladder biopsy x1 with fulguration and dilatation of urethral stricture on (B)(6) 2010 due to bladder outlet obstruction, urethral stricture, hemorrhagic bladder lesions and interstitial cystitis; hydrodistention of the bladder, bilateral retrograde pyelograms, and urethral stricture calibration and dilatation on (B)(6) 2012 due to interstitial cystitis, gross hematuria, pelvic pain and urethral stricture disease; cystoscopy, hydrodistention of the bladder, bladder biopsy x2 with fulguration, and bilateral retrograde pyelograms on (B)(6) 2013 due to interstitial cystitis, pelvic pain, h/o urethral stricture disease, microscopic hematuria, and anterior bladder lesion; and bilateral percutaneous interstim sacral neuromodulation testing and cystoscopy with urethral stricture calibration and dilatation on (B)(6) 2014 due to urinary urgency, frequency, urinary urge incontinence, and recurrence of urethral stricture disease. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) , m.d.